Manufacturer narrative:
(B)(4). Correction: account did not return device (reportedly, mostly likely discarded it). Although it was initially reported that the device would be returned, subsequent information indicates the device is not returning; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The other perclose proglide, indicated is being filed under a separate MFR number. Estimated weight (reported as approximately (B)(6)).

Event description:
It was reported that arteriotomy closure of the common femoral artery was attempted using a perclose proglide device after an interventional procedure. Reportedly, a cuff miss occurred. Another proglide was used with the same results. A third proglide was used to achieve hemostasis. There was no adverse patient sequela reported. The physician is reported to be trained in the use of the device. No additional information was provided.